Event description:
Pt has developed a chronic low back pain syndrome which centered right over the residual staffe plate system that she had in. She did get transient relief by injecting anesthetic around the screw heads and now comes to the hosp to have complete removal of tsrh and steffe instrumentation systems bilaterally. This procedure was done 1/6/98. Operative findings: around the steffe plate system, but not around the tsrh system she had quite swollen and wet scar tissue. Chronic inflammation present.